Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that the peritonitis began to occur repeatedly six months prior to the receipt date of this report. It was further reported the doctor did not know the specific cause of the infection, and the patient was instructed to pay attention to hygiene. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified dates, specified as several times in 2023. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caused by improper operation during peritoneal dialysis. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient intermittently experienced peritonitis manifested by cloudy effluent. The patient was treated with cephalosporin (intraperitoneal) for the event. Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred intermittently on an unreported date from (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.